Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 1822565-2015-00061.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 1822565-2015-00061.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: m/l taper femoral stem (00-7711-011-00, 60917362). Trilogy acetabular shell (00-6200-058-22, 60982788). Trilogy acetabular liner (00-6305-058-36, 61079495). Unknown screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03673. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision surgery approximately 6 years post-implantation due to pain, altr, necrosis, pseudotumor, in-vivo corrosion, elevated metal ion levels, and heterotopic ossification. The femoral head and acetabular liner components were removed and replaced. No additional information is available.